Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that balloon deflation issues occurred. The target lesion was located in the moderately calcified left anterior descending artery. A 2.75mm x 8mm nc emerge® balloon catheter was selected for dilatation. However, during deflation, the balloon did not collapse properly. The procedure was completed with another 2.75mm x 8mm nc emerge® balloon catheter. No patient complications were reported and the patient's status was stable.